Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother reported that the patient was not wearing the transmitter at the time that pairing failed. Patient's mother was advised to apply a new sensor to patient, snap in the g5 transmitter, select pair new, re-enter the transmitter ID, and re-pair transmitter, which was successful.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).